Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Device product code - ni. Expiration date - ni. Date explanted - ni. Manufacture date ¿ ni.

Event description:
Patient alleges pain and swelling of the hip and buttock area seven years post-implantation. No revision has been reported.

Manufacturer narrative:
Concomitant products - 12-151309 echo fx 9mm std 308400; 163663 28mm dia cocr mod hd 627950; 11-165210 ringloc bi-polar 571260. Reported event was unable to be confirmed. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.